Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: d274trk ICD, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was observed with possible far field r-wave (ffrw) oversensing on electrograms. The lead remains in use. No patient complications have been reported as a result of this event.